Event description:
It was reported that the device had error code 120.4450. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Investigation summary: technician stated issue of ¿dropped device¿ was confirmed. On 29-may-2025, pcu device was received unboxed and with paperwork. External inspection confirmed the reported issue. Internal investigation did not reveal any additional damages. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace damaged rear case, and left iui. Failure investigation report attached to wo in salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated issue of error code 120.4450 was confirmed at power up. ¿ received on 29-may-2025, pcu device was received unboxed and with paperwork. ¿ at power up the pcu alarmed error code 120.4450 due to a faulty power supply board. ¿ device to be returned to san diego repair center for normal processing. ¿ recommended bd san diego repair center to replace the power supply board. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 120.4450. There was no patient involvement.